Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Because there was no information that the user did not properly care for or use the device in accordance with the instruction manual. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a chipped acoustic lens reaching to the adhesive layer. There was no patient involvement.